Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the pacemaker was in backup operation. The patient was seen in clinic, where the device was reverted from backup. The patient was stable.